Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to call back if the issue reappears, and they acknowledged the instructions.